Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the cartridge tubing and the infusion set was too narrow. Reportedly, customer believed that this impacted insulin delivery. Customer's blood glucose level was 375 mg/dl.